Manufacturer narrative:
During the investigation, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. As a result of the internal leak, corrosion was observed on the pcb assembly, mechanism rails, catch beam, and top battery. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 426 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.